Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters had no lubricant on them.

Event description:
It was reported that the catheters had no lubricant on them.

Manufacturer narrative:
The reported event was confirmed. A potential root cause for this failure mode was unable to determine. Per investigation a device history record review was not required. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.